Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out limit alarm. She changed the insulin pump's battery 24 hours before receiving the alarm. Her blood glucose level was not reported. She broke her leg a couple years ago and has issues with her leg. The product was not returned. Nothing further to report.